Event description:
The device was used during a lumbar microdisectomy procedure. Reportedly, the suture knot unraveled after being tied. The surgeon used another surgeon to complete the procedure. The hospital has reported no pt injury occurred.